Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement for this device system. To date, no adverse patient effects were reported with this clinical observation.